Event description:
A customer contacted global technical services regarding an unknown system error (se) alarm that appeared on the homechoice (hc) unit during a previous therapy. The technical service representative (tsr) assisted the home patient (hp) to review the alarm log. The hp stated the log showed a se 2240 and se 2367 alarm. The tsr explained that a se 2240 indicates a large amount of air has entered setup. The tsr also explained possible causes for the alarm. The hp confirmed a clamp was open on an unused line. The tsr advised the hp to follow up with his nurse to inform of the alarm. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to unavailable sample. Based on the information obtained during baxter's investigation, the cause of the se 2240 is due to air being sucked into the disposable because there was an open clamp on unused supply line. The hp confirmed a clamp was open on an unused line. The patient at home guide instructs users to close all clamps on unused fluid lines securely. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. The lot number was not provided; therefore, a batch review cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).